Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. The investigation concluded that the physical resistance appears to be related to patient morphology/pathology and procedural conditions/user technique. The reported device damaged by another appears to be related to user error of the third clip interacting with the second clip. It should be noted that the mitraclip instructions for use warns: use caution not to displace or dislodge an implanted clip when placing an additional clip; clip detachment from leaflet(s) may occur which may result in a single leaflet device attachment (slda) or device embolization. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional reported information indicates the third clip was caught on a chord, and to get it untangled, the third clip came in brief contact with the second clip, causing it to come off one leaflet.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 2 implanted mitraclips. The other mitraclip (50708u216) is filed under a separate medwatch MFR number. The customer reported the clip delivery system was discarded. The clip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds 50708u215), the clip became caught on the chordae and during attempts to free the clip, caused the previously deployed clip to detached from one mitral valve leaflet. This has the potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The leaflet pathology was noted to be challenging. Two clips (50814u137, 50708u216) were implanted and the mr was reduced to 2. It was noted that after the first clip was implanted, there were visualization difficulties. The third clip delivery system (cds 50708u215) was advanced to the mitral valve; however, the clip became caught on the chordae. During the attempts to free the clip, the second clip (50708u216) detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 3. The third clip was deployed and an additional clip was implanted to stabilize the slda clip. A total of four clips were implanted, reducing the mr to 2. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.